Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the sensor had a missing needle. The customer's blood glucose was unknown at the time of the incident. No further details were provided. The customer wanted the sensor replaced. The product was not returned for analysis.